Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage on the circuit board and deformation of scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the noisy image occurred on the bronchofibroscope due to damage on the circuit board and deformation of the scope connector. There was no patient involvement.